Event description:
Pt revised to address loose cup. Update (B)(6) 2011 - the revision operative report was received. Surgery noted indicate that there was purulent material. Additionally noted was significant crevice corrosion on the morse taper fitting.

Manufacturer narrative:
The report states: patient revised to address loose cup. Doi (B)(6) 2006 - dor (B)(6) 2009 (right hip). Update: (B)(6) 2011 - the revision operative report was received. Surgery note indicates that there was purulent material. Additionally noted was significant crevice corrosion on the morse taper fitting. The complaint was reopened to add product based on new information. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot code combinations since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.